Event description:
Customer reported that he was hospitalized twice due to high and low blood glucose. Customer's blood glucose reading at the time of hospitalization for high blood glucose was unknown. Customer's blood glucose reading at the time of hospitalization for low blood glucose was 66 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.